Event description:
It was reported via a legal notification that they are representing a female patient who has a knee replacement with a recalled device. A database search for this patient found an initial left knee procedure on (B)(6) 2018, an initial right knee procedure on (B)(6) 2019, and a surgical revision for unknown reasons, on an unknown knee, on september 15, 2021. No further information known.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
D10. Concomittants: ¿ optetrak logic femoral component (02-010-01-0225, (B)(6)) ¿ optetrak logic fit tibial tray (02-012-45-2525, (B)(6)) ¿ optetrak 3 peg patella (200-02-32, (B)(6)) ¿ optetrak quick release pins trocar, non-locking (201-78-81, (B)(6)) ¿ optetrak quick release drill bits non-locking (201-78-89, (B)(6)) ¿ cemex system centa fast. H6: investigation results - the revision reported was likely the result of an insufficient bond between the tibial tray and the bone and patient-related conditions, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
It was reported via a legal notification that a female patient, who had an initial left tka on (B)(6), 2018, due to advanced osteoarthrosis, underwent a revision procedure on (B)(6), 2021, approximately 2 years 9 months post the initial procedure due to a failed, loose left tka. She had presented to the surgeon due to discomfort. Radiographs showed that her tibial component was loose. She was counseled extensively and was medically optimized. She agreed to proceed with total knee arthroplasty. An incision was made using the prior incision. A clear synovial fluid was encountered with no signs of purulence. The femoral component was intact to inspection and palpation and percussion. The tibial component had fallen into varus alignment and was loose. The tibial insert was removed. We then used a combination of osteotomes and removal devices to remove the tibial component completely. It was removed atraumatically. Beneath the tibial component, there was significant fibrous tissue both medial and lateral to the stem. That fiber tissue was debrided. All cement was removed. Irrigation was carried out. No signs of purulence were noted. It was noted that the tibial component was completely loose. The femoral component was intact. The patella component was intact. A size 2 tibial tray with 10mm inserts placed both medially and laterally as well as a 12mm posterior stabilized tibial insert were applied. The components were cemented with cemex cement, a 12x80mm stem was placed on the tibial component. The patient tolerated the procedure well. No apparent intraoperative complications. No significant breaks in sterile technique. The patient was transferred to recovery in good condition. All counts were correct.